Event description:
The reporter stated that the pt developed an infection following a laminectomy for resection of dural sinus tract and intramedullary lipoma resection with a tethered cord released. She is now an outpatient on antibiotic therapy.